Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-06791, 2017865-2021-06792. It was reported that when the patient presented in clinic for a follow up, noise on right atrial (ra) and right ventricular (rv) leads were observed. Ra and rv leads were explanted and replaced. It was noted that during the procedure, left ventricular (lv) lead wad damaged. Low, out of range, pacing lead impedance, unable to get capture threshold and failure to sense were noted on the lv lead when insert into a new device. Programming change was made to turn off the lv lead. No new lv lead was implanted. The patient was stable after the procedure.